Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-10, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that when the patient went to give themselves a bolus, the handset got stuck at 90%. The agent reviewed data and walked the patient through how to delete the data. The patient was able to connect to the implant with no lag at 90%. The handset was showing an expected lockout of 40 minutes left. The patient would call back if they needed further assistance. While on the call, the patient mentioned that they had their pump filled today. When asked for the event date, the patient stated that it was the first week they got the unit.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.